Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complainant is still under investigation.